Event description:
It was reported that an end of life message for patient's ipg displayed on external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was successfully restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.